Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged, immediately after pocket closure. Additional surgical intervention to reposition the lead was completed. The following day interrogation of the device, exhibited that atrial sensing had decreased with intermittent capture. Another dislodgement was suspected, however the physician elected to reprogram device. The lead remains implanted and in service. No additional adverse patient effects were reported.